Manufacturer narrative:
(B)(4).

Event description:
An aneurx and endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that during a recent routine follow-up, the cta showed free floating contrast in the aneurysm sac. There was no evidence of a type iii, type ia or type ib endoleak seen. Another physician was requested to review the scan did not identify those types of endoleaks either. The physician noted the contrast stopped on the left femoral and then reconstituted again near the profunda. The physician suspected a retrograde endoleak could be from the lack of outflow and filling retrograde because of an iliac conduit that was previously needed at the index procedure. On the day of the recent revision. The first angiogram showed two clear endoleaks that were visualized. The first was just below the flow divider on the left limb and the other was further down the limb where a notable fracture was clearly visualized. The physician placed a 16/16/156 endurant limb down the left ipsilateral side to exclude the endoleaks as well as a 16/16/93 endurant extension. Sequential ballooning/angio was done and the endoleak improved. A retrograde angio was then done on the left and some contrast did rise to the sac. The physician placed three coils outside the aneurx limb and above the hypogastric artery to ensure retrograde flow was discontinued. The next angiogram showed a possible type ib endoleak on the right. It was also noted that the patient presented that day with no right hypogastric artery and the iliac artery appeared to be tortuous, calcified and narrow. Ivus was used throughout the case and used to measure the vessel diameters along the right iliac artery. A 16/10/156 endurant stent graft was placed from flow divider and down past the aneurx limb. The physician wanted to re-line the entire left side all the way down. That was followed by sequential ballooning and then retrograde injection. A small endoleak was visualized and a 7x40 stent was placed along the distal limb and vessel. An endoleak was still visualized on another retrograde angiogram. An 8x40 express stent was placed inside the endurant limb in the iliac/aortic bifurcation zone. A retrograde injection showed improvement but a small endoleak was present. The physician re-ballooned more aggressively and then performed an endarterectomy on the left. The endoleaks were successfully resolved and the patient¿s groins were then closed. No additional clinical sequelae were reported and the patient is fine. Review of returned post-implant cta¿s revealed that the aneurx bifurcate was positioned just below the stented right renal artery. The aortic body was angulated 70deg a-p to the limbs. The bifurcate proximal stent graft od was 25mm and there was 25mm of proximal seal length in the neck. The ipsilateral limb and extension were positioned down into the left common iliac, and the contralateral limb and extension into the right common iliac. The maximum diameter aaa measured 7.5cm. The limbs were patent and essentially straight; no stent graft kinks or compression was observed. There was approximately 4-5cm of distal seal length within the left iliac where the distal stent graft od was 12mm, and 2cm¿s extended within the right iliac which measured 14mm od distally. The right internal iliac had marginal flow and was very calcified. A 2cm segment of the left femoral artery appeared occluded within a calcified section of the artery, and the flow reconstituted distally. The aaa sac, distal aorta, and both iliac arteries were calcified. Contrast was seen within the distal aaa sac. The source/cause of the endoleak(s) could not be determined. This may be from a type iii fabric endoleak from either of the limbs, and/or from a distal type I endoleak due to the marginal/calcified distal seal in the right iliac. There may also be a type ii component feeding the aaa. The cause of the reported events could not be determined from the images provided. The patient¿s anatomy at implant and the size/date of the implanted aneurx devices were not reported. Earlier post-implant films and images during the recent intervention were not available for return. The reported stent fracture on the ipsilateral limb also could not be confirmed from these images.